Event description:
It was reported that the pc unit had the system error code 132.3000. It was also mentioned that the tamper resist button was stuck. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary : the reported system error was confirmed during an onsite visit by bd¿s senior clinical practice consultant and was due to a stuck tamper resist switch. It could not be determined why the tamper resist was in the stuck position as the suspect device was not returned for investigation. ¿ no devices were returned for this investigation; therefore, an external inspection of the device was unable to be performed. ¿ bd¿s senior clinical practice consultant provided three images, and it was determined the cause of the system error was due to a stuck tamper resist switch. ¿ error code 132.3000.0 is defined as: ¿ failure stuck closed_failure; severity=runtime_fatal_severity; subsystem aiu_tamper_switch_ss. ¿ the system error bd alaris pc unit tipsheet contains the following information. ¿ a system error message means the system has identified an error in either the hardware or the software of the pcu. ¿ operation will continue on all channels: current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi.) ¿ the alaris system user manual ¿ with v9.33 model 8015 contains the following information: ¿ should an instrument or accessory be dropped or severely jarred, in should be immediately taken out of use and inspected by qualified service personnel to ensure its proper function prior to reuse. ¿ to ensure that the alaris system remains in good operating condition, both regular and preventive maintenance inspection are required. Refer to the system maintenance software for detailed instructions. ¿ the facility reported no patient involvement (npi). Root cause: the root cause of the reported system error code was due to a stuck tamper resist switch as confirmed by bd¿s senior clinical practice consultant. The root cause of the stuck tamper resist switch was not determined as the device was not returned for investigation.